Manufacturer narrative:
No sample will be returned for investigation. Eval: method - other - no sample was returned. Assembly and mfg processes were reviewed. No DHR review could be done due to lack of lot#. Results - other - no findings that can potentially relate to reported issue were found in review of mfg processes. Conclusion - other - no root cause could be determined. Complaint cannot be confirmed, in consequence no corrective actions will be taken.

Event description:
Incident reported as: during surgery, the doctor fired the capio inside the pt, and when he pulled the capio device out, the detached suture needle was caught inside the capio device; it was never loose inside the pt. The doctor left the needle inside the pt. No pt injury reported.